Manufacturer narrative:
A 2 years retrospective analysis of the microport crm's complaints has been performed to review the reportability decision to FDA. The current event met the reportability criteria. Therefore, a MDR is sent by taking into account the validation date of this retrospective analysis as the last information received (28 june 2024). - analysis of the provided expertise files confirmed the reported behavior, as abnormal functioning was observed on the subject smarttouch tablet on 14 february 2023. - in-depth analysis revealed that the observed issues resulted from an incorrect management of a mfc library during the threshold test. - it should be noted that normal functioning was restored following the restart of the tablet.

Event description:
Reportedly, when interrogating a device and performing threshold tests, the programmer screen became distorted and did not display values correctly. In addition, a pop-up message appeared indicating to close the system.